Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) female patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that during the impella insertion procedure a blood vessel dissected to the ascending aorta when the peel away was inserted. The area was party thrombosed, however, the impella was successfully inserted. No treatment was provided.